Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: on investigation, the alleged damaged battery compartment issue was verified. The battery compartment was found to have cracked from the top to the grip pad along the left side of the grip pad and from the grip pad to the case seal. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue, the battery compartment was allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.